Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite ii video system center gave an error code e333 during a procedure (touch panel error). No adverse effects to patient reported.

Manufacturer narrative:
Device was not returned for evaluation. The customer called olympus service for troubleshooting. During the call, the customer reported that their biomedical department had tested the device and no errors had occurred. The customer was advised to call olympus service if any errors were identified. Investigation is ongoing. This report will be supplemented accordingly following investigation.